Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient stopped recharging her ipg as recommended. In turn, her ipg became inoperable over time. As a result, her ipg was explanted and replaced with a epg for a trial period. Therapy was restored post-op.

Event description:
Follow up revealed that the patient's replacement ipg was implanted to replace the trial epg system.